Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported by a basic evaluation patient who began their trial on (B)(6) 2018, that they had one urinary tract infection (uti) but did not mention when that was. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.